Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited intermittent undersensing during atrial fibrillation (af) episode noted on stored electrogram (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.